Event description:
Related manufacturing reference number: 2017865-2024-39381. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition. During the procedure, the physician noted that the insulation of the right atrial (ra) lead was damaged. Both the rv and ra leads were explanted and replaced successfully. The patient was stable throughout the procedure. Further information was requested, but no significant answers were provided.

Manufacturer narrative:
The reported events of over sensing noise and pacing inhibition were confirmed. As received, a complete lead was returned in one piece. Dissection of the lead found the inner insulation was abraded at 51.3 cm from the connector pin at the distal region. The cause of the reported events was due to inner insulation abrasion.